Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported no air in line alarm. The review of the evidence suggests that the customer's reported symptom is for false air-in-line alarms. The event history log shows evidence during recent use of air-in-line alarms occuring in excessive numbers. In addition, evaluation found the ultrasonic sensor to be failing in a manner that would contribute to false air-in-line alarms, and not undetected air-in-line. Evaluation could not reproduce the air-in-line alarms due to reload set alarms. The complaint is considered confirmed based on false alarms. The upstream sensor requires replacement.

Event description:
It was reported that a spectrum pump had no air in line alarm. It was also reported there was no patient involvement.